Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective, the electronic control unit (ecu) had no output and the motor was running with low voltage on the small battery drive device. It was further determined that the device failed pretest for check the triggers and electronic control unit function, check switching function, check the oscillation angle and the check the off/osc/on switch mode function. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as february 27, 2018 in the initial report and has been updated to february 28, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.